Manufacturer narrative:
The customer¿s report of occlusion alarms was confirmed. Physical inspection of the device noted the male iui connector contact pins slightly dull. Review of the logs identified the system powered on at 08:02 am on 23 jul 2020, attached with source pump module s/n (B)(4) (channel a) and concomitant pump module s/n 14585359 (channel b). The profile in use was identified as ¿iomab-b sierra¿ with pressure mode set to ¿pump mode¿. Based on the logs, the incident occurred between 9:14 am and 6:42 pm on this day while the medication iomab-b therapeutic (drugid: 2) was infusing. A total of 22 occlusions were recorded occurring on the source device. Three (3) of the occlusions were patient side occlusions while nineteen (19) were recorded as fluid side occlusions. The pump module was channeled off after the last occlusion alarm and the system powered off at 6:42 pm. Functional testing performed found the device operating as intended without exhibiting an occlusion alarm. However, test results from the analog sensor test identified the lower pressure sensor out of manufacturer¿s specification. The root cause of the customer¿s experience with fluid side occlusion alarms was not determined. A probable cause of the numerous occlusion alarms found in the log is a combination of using filter sets with the pump mode setting at rate below 10 ml/h. Testing found that with the device infusing at the incident rate of 7.2 ml/h the occlusion pressure at alarm was approximately 2.9 psi. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 03/03/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/27/2020 and indicated that this device has been returned for service. On 08/29/2019, the unit was returned for a broken door handle. The handle was replaced to address the issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the suspect device.

Event description:
It was reported that the alaris pump alarmed "occlusion" shortly after starting the infusion of iomab-b therapeutic dose infusion, which was common based on clamping the lines, and the team was able to address the alarm and proceed with the infusion. Within approximately 30 minutes the pump alarmed again, and alarms continued to occur despite the team trying to resolve the source of the issue. The clinical site staff evaluated the issue and suspected the additional filter to be the source of the problem. The infusion was paused, a second filter was carefully back-primed and the original filter and the infusion restarted. The alarms continued and were becoming more frequent. After filter removal the patient was infused without further pump alarms. There was no adverse effects cause to the patient as a result of the event.

Event description:
Occlusion alarms - no patient impact. Nff - no fault found. Other - other- specify in comments. Raf - recall affected. Nff - no fault found. Ps04 - pressure sensor- failed occlusion. It was reported that the alaris pump alarmed "occlusion" shortly after starting the infusion of iomab-b therapeutic dose infusion, which was common based on clamping the lines, and the team was able to address the alarm and proceed with the infusion. Within approximately 30 minutes the pump alarmed again, and alarms continued to occur despite the team trying to resolve the source of the issue. The clinical site staff evaluated the issue and suspected the additional filter to be the source of the problem. The infusion was paused, a second filter was carefully back-primed and the original filter and the infusion restarted. The alarms continued and were becoming more frequent. After filter removal the patient was infused without further pump alarms. There was no adverse effects cause to the patient as a result of the event.

Manufacturer narrative:
The customer¿s report of occlusion alarms was confirmed. Physical inspection of the device noted the male iui connector contact pins slightly dull. Review of the logs identified the system powered on at 08:02 am on (B)(6) 2020, attached with source pump module s/n (B)(6) (channel a) and concomitant pump module s/n (B)(6) (channel b). The profile in use was identified as ¿iomab-b sierra¿ with pressure mode set to ¿pump mode¿. Based on the logs, the incident occurred between 9:14 am and 6:42 pm on this day while the medication iomab-b therapeutic (drugid: 2) was infusing. A total of 22 occlusions were recorded occurring on the source device. Three (3) of the occlusions were patient side occlusions while nineteen (19) were recorded as fluid side occlusions. The pump module was channeled off after the last occlusion alarm and the system powered off at 6:42 pm. Functional testing performed found the device operating as intended without exhibiting an occlusion alarm. However, test results from the analog sensor test identified the lower pressure sensor out of manufacturer¿s specification. The root cause of the customer¿s experience with fluid side occlusion alarms was not determined. A probable cause of the numerous occlusion alarms found in the log is a combination of using filter sets with the pump mode setting at rate below 10 ml/h. Testing found that with the device infusing at the incident rate of 7.2 ml/h the occlusion pressure at alarm was approximately 2.9 psi. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 03/03/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/27/2020 and indicated that this device has been returned for service. On 08/29/2019, the unit was returned for a broken door handle. The handle was replaced to address the issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the suspect device.